Event description:
Rite aid nasal strips, tan, medium/large, pkg of 30, lot code ai-92706. I have used the trademarked breathe right product and other generics before without incident. I applied the product to my nose as described in the instructions. The following morning, during my shower, I attempted to remove the strip, but it would not come off despite numerous attempts. Ultimately, after many attempts, I was able to remove the strip, but only after hurting the skin and leaving it red where the strip had been. It also resulted in a narrow lateral cut across the bridge of my nose at 3/16 of an inch long resulting in a scab. Even after removal of the strip, much of the adhesive remained on my nose and would not come off after normal washing with hand soap, or even after an attempt with dishwashing detergent. It required use of googone brand glue remover to get the adhesive off my nose. Three days later, I still have the scab although it is healing without complications. Dose or amount: 1, frequency: 1, route: top. Dates of use: 2008. Diagnosis or reason for use. Snoring. Event abated after use stopped or dose reduced? Yes.